Event description:
Staff member drawing a blood gas. After getting the sample, she removed the safety needle and placed the cap. She pushed the blood from the syringe into the cap and blood splattered out. She was holding the cap onto the syringe. She believes the cap broke.